Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height (fh) cubie drawer 6 pocket b1, b4, c1, c4 were not detected on bus. The field service engineer (fse) tested the station using the hardware test application (hta) and identified that row boards b and c were not being detected. Multiple hardware components, including the fh pyxibus module controller board, drawer controller board, retractor bands, and row boards b and c, were replaced. The fse rebooted the station, but no cubie pockets detected on the drawer. The fse checked, reseated all bus cables, removed all cubie pockets, rebooted and inserted one cubie pocket at a time but issue persisted. The fh cubie drawer was replaced with a new one, and the bus cable was checked and reseated. The cubie drawer and all cubie pockets were successfully tested in hta. The fse also cleaned the electronics drawer, around back of the communication sled, power supply, and back panel as a part of preventive maintenance. The fse also checked for loose drawers, reseated drawer cable, tested all drawers in main cabinet successfully and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main full height cubie drawer 6 pocket b1, b4, c1 and c4 were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.